Event description:
It was reported that the previously working remote monitor would not power on. Unplugging the monitor and using a different outlet did not resolve the issue. A new power cord is being sent to the patient. Additional information was received indicating that the new power cord did not resolve the issue. A new monitor will be ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.